Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 509 mg/dl. The customer changed out his infusion set and noticed that there was a bent cannula. The customer does not know why the pump did not alarm him. The customer stated that he kept getting air bubbles in the reservoir. The customer stated that they are not champagne bubbles. The customer stated that when filling his reservoir, he does take his insulin out of the fridge and let it sit in his basement. The customer was advised to call on his next set change.